Event description:
It was reported that, "the surgeon was using the 2.0 cannulated screwdriver and the tip of the screwdriver blade sheared off. The surgeon was able to remove the fragment as no evidence of it appeared on x-ray."

Manufacturer narrative:
Investigation in progress, but not yet complete.